Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of customer's hospitalization for low blood glucose levels. The customer's blood glucose level at the time of admission was 48mg/dl. The customer fell of the bed due to low sugars and hit their head. The incident was documents and no further assistance provided.